Event description:
The customer reported to customer service a pump with failed alarm test. It is unknown when this event occurred. There was no reported patient injury or medical intervention. No additional information is available. This user interface module (uim) master software version 5.09.90 is categorized as colleague 2006.

Manufacturer narrative:
Evaluation summary: the reported condition of "failed alarm test" was confirmed during product evaluation, finding the pump failed speaker sound test. Inspection of the device revealed the condition was caused by a pinched main speaker harness. To correct this condition, the speaker harness was replaced. The pump was retested and returned to the customer within specification.